Event description:
A registered nurse reported during an ent procedure, and alleged an inaccuracy after completing tracer registration and verifying without issue. The surgeon estimated that the inaccuracy was about 4mm in the sphenoid sinus. The surgeon completed the surgery with the use of the landmarx evolution system. There was no impact on the pt outcome reported.

Manufacturer narrative:
Device manufacture date not available at time of this report. Software has not been evaluated as of the date of this report.